Manufacturer narrative:
Investigation summary: two photos and one physical convenience tray depicted in the photos were received and evaluated. The tray was from cavity 1. It had the top web sealed on three sides with the batch # partially cut off at ¿77623¿. One of the long edges of the top web was cut short and unevenly creating an open seal condition. The print on the top web was shifted sideways along the long edge as well. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: machine logs revealed no issues were recorded during the manufacture of the batch. Current setup was extensively reviewed and investigated for the potential failure modes as well as controls in place to prevent and detect issues of such nature. Investigation revealed that for the observed defect to occur, an incomplete index (that is advancement) of the top web must happen. The web would then get cut at an incorrect place. Current controls in place: the machine is currently controlled by a redundant set of systems to prevent this. Prevention: 1) a set programmed index length that precisely controls the advancement of the top web. 2) visual system that checks the correct position of the top web after each index occurs. Detection: 1) if an error occurs during indexing then the machine stops and an alert is displayed on the screen that must be manually cleared by an operator to resume production. Root cause description: (1) an incomplete index due to an unknown drag on the top web, resulting in an incorrect placement and cut of the top web. (2) operator failed to follow procedures. Rationale: corrective and/or preventive action. (1) controls are in place to detect and alert operators of web index issues. (2) quality alert will be issued for awareness of this issue. Due date: 08 feb 2019 as of today this is considered to be an isolated incident and no other complaints for open seal have been received for this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray wasn't appropriately sealed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray wasn't appropriately sealed. There was no report of exposure, injury, or medical intervention.